Event description:
It was reported that ten weeks post op of an unknown bariatric procedure the patient returned to the hospital and was admitted for an additional procedure. When the surgeon performed the open procedure, he observed a leak in the staple line on the right side of the greater curve of the stomach. There was no other information provided at this time. The patient has been released home and is stable.additional information has been requested, no information has been provided to date. A supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.